Event description:
I am reporting this from (B)(6), regarding several da vinci xi instruments made by intuitive. Since (B)(6) 2024, sixteen da vinci xi instruments have broken while inside the patient, leaving a frayed wire at the tip of the instrument. These instruments are: fenestrated bipolar forceps: ref#471205, lot#k13240201, in the number of 4 instruments; fenestrated bipolar forceps: ref#471205, lot#18240201-0147, in the number of 2 instruments; fenestrated bipolar forceps: ref #471205, lot#k16240327-0062, in the number of 1 instrument; monopolar curved scissors (hot shears): ref#470179, lot #k16240229-0567, in the number of 2 instruments; mega suturecut needle driver: ref #471309, lot# k1231130, in the number of 4 instruments; mega suturecut needle driver: ref#71309, lot#k11230914, in the number of 1 instrument; cadiere forceps: ref#471049, lot# n11200525, in the number of 1 instrument; prograsp forceps: ref#471093, lot#k11220725, in the number of 1 instrument. All of these instruments were returned to the manufacturer for analysis. These instruments have broken while being used by several different surgeons. Intuitive has come to the facility to observe surgical cases and the instrument reprocessing protocol, to which nothing significant was found in our practices that would be causing the breaking of these instruments. Reference reports: mw5156809, mw5156810, mw5156811, mw5156812, mw5156813, mw5156814, mw5156815, mw5156816, mw5156817, mw5156818, mw5156819, mw5156821, mw5156822, mw5156823, mw5156824.